Manufacturer narrative:
Patients age is unknown, however, the patient is over 18 years. The complainant indicated that the device was disposed of; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a ercp tapered tip cannula was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during preparation the procedure, it was noted that the tip of the device felt ruff and frayed. There was no damage noted to the packaging. The device as not used and the procedure was completed with another ercp tapered tip cannula. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.